Event description:
It was reported after the patient's device was turned on the patient "had not been the same, his cognitive skills were not even close to what they were before surgery and his speech was terrible." It was also reported one of the patient's arms was still tremoring but the other was doing great. Reprogramming was unable to control the patient's tremoring arm and stimulation could not be turned up because it was affected "the drawing of the patient's mouth;" the patient's spouse felt this indicated the placement "was not right." It was reported the patient's surgery lasted 3 hours longer than expected and the patient's spouse was worried if that could have caused damage to the patient. Following implant it was noted the patient's thinking and cognition was "still really good," but after the device was turned on the patient started "forgetting to turn the water and lights off and ran into a telephone pole while mowing the yard." It was also reported the patient "used to be a walking computer and now he could not even count, hardly for a three-number digit like twenty and twenty." It was reported the first time the patient came home after the device was turned on he was "dragging his leg like when shoveling snow and the patient was to the point where he could hardly get up out of bed." Additional information was requested but was not available at the date of this report. Refer to manufacturing report # 3004209178-2013-07441.

Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va04kn5, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va04syk, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va04kn5, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va04syk, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).